Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e2, e3 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 13 years since the subject device was manufactured. Based on the results of the investigation, the ¿no image¿ event occurred due to faulty printed circuit boards (dp and dx) and dust inside the unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found dust inside the device and shorted printed circuit boards, which caused the lack of composite signal and color image display. In addition to the reportable malfunction, a fan failure caused an abnormal device vibration.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center processor stopped working and it smelled like burning, but did not catch fire. There were no reports of patient harm.